Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection and sepsis. Surgical intervention and intravenous antibiotics were needed to resolve the issue and the product was explanted. There were no additional adverse patient effects reported.